Manufacturer narrative:
This report is submitted on july 15, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an infection. Additional information has been requested but has not been made available as of the date of this report.